Event description:
The device was returned without any allegation of deficiency, injuries or medical intervention, however, during service and repair pre-testing for this product the following issues were identified: the foot control device had the wrong hose, oil contamination, and a damaged gauge. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had incorrect hose, damaged gauge, and oil contamination. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.